Event description:
It was reported by service report that the unit has broken brake steer pedals on both sides and the brakes cannot be engaged. No patient involvement or adverse consequences are reported.